Manufacturer narrative:
A steris service technician inspected the unit and found it to be operating properly; no issues were noted. This event is attributed to the user facility not properly pre-cleaning instruments before processing in the reps. A steris account manager contacted the user facility and reiterated the importance of following both the reps operator manual and hospital protocol regarding pre-cleaning instruments before use in the reliance endoscope processing system. The operator manual states, (pp. 4-3), "ensure all items have been manually cleaned, leak test and prepared for immersion before placing them in the endoscope processing support."

Event description:
The user facility contacted steris to have their reliance endoscope processing system (reps) inspected. The user facility reported that during a patient procedure a clip came out of a scope and went into a patient. No injuries or procedural delays/cancellations were reported.